Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose was 45 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the low blood glucose levels. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information provided in date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were using auto mode on the insulin pump.